Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported patient event regarding any machine malfunction was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient went into the hospital on (B)(6) 2018 for planned re-vascularization surgery for known critical limb ischemia due to right popliteal artery occlusion in the setting of pre-existing significant peripheral vascular disease. Following revascularization surgery, the patient required hospital admission after exhibiting significant generalized weakness with possible suspicion for norovirus. The patient was continued on pd therapy while hospitalized. The patient had one documented incident of hypotension (blood pressure 70¿s/40¿s) during the hospital course, but the treatment is unknown. It is unknown if the patient was connected to the liberty cycler or performing pd therapy when the patient¿s hypotensive event occurred. The pd nurse stated that there was no cycler issues or malfunction related to the reason for the hospitalization. The pd nurse reported that the patient had been very non-compliant with pd therapy and would skip scheduled pd treatments. The patient was discharged from the hospital on (B)(6) 2018 with home health/assisted living due to ongoing weakness. The discharge diagnoses were as follows: critical limb ischemia, end-stage renal disease, ischemic cardiomyopathy, and paroxysmal atrial flutter.